Event description:
Quality manager, reported the following event for the (B)(4), "the inner blister was damaged and the product was no longer sterile."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.